Event description:
Article entitled "the impact of coronal plane deformity on ankle arthrodesis and arthroplasty¿ written by michael d. Johnson, md, jane b. Shofer, ms, sigvard t. Hansen jr., md, william r. Ledoux, phd, and bruce j. Sangeorzan, md published in american orthopaedic foot and ankle surgery in 2021 was reviewed. The purpose of this article was to investigate outcomes in patients with complex coronal deformity who received arthroplasty vs arthrodesis. 75 arthroplasty patients are involved in the study which was divided into two groups. 29 patients were included within the tilted coronal malalignment and 12 were implanted with a depuy agility ankle. 46 patients were included within the non-tilted corneal malalignment group and 24 were implanted with a depuy agility ankle. Adverse events: tilted group: 5 reoperations involved depuy agility ankle (syndesmotic nonunion, tibia failure, recurrent valgus, osteolysis with cyst, and osteolysis with loosening). Non-tilted group: 3 reoperations involved depuy agility ankle (midfoot fusion, component revision for talar collapse, and syndesmosis nonunion).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.